Event description:
It was reported that revision surgery was performed due to infection. Swelling and heat generation was confirmed.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned for evaluation.